Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy and lysis of adhesions on (B)(6) 2010 during which the surgeon noted that omentum was densely adhered to the lateral edges of the mesh. He further observed dense adhesions to the retroperitoneum, including two retroperitoneal adhesions which were causing the bowel obstruction. It was reported that the patient experienced small bowel obstructions, abdominal pain and discomfort, bloating and adhesions. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/15/2020. Additional information: a1, a2, d3, g1. Corrected information: a1.